Manufacturer narrative:
The replaced devices were returned to the manufacturer for analysis. The enclosure motion control was installed in a test system. The system initialized. Motion, generator, communication and charging readied. Motion calibration passed. 2d and 3d images were successful. The motion control was installed in a test system. The system did not initialized. Motion did not ready. Image acquisition system (ias) firmware installer confirmed motion control firmware failure. Installed version was na. Upgrade failed. The motion control amc was installed in a test system. The system did not initialized. Motion and the generator did not ready. The enclosure motion control was installed in a test system. The system initialized. Motion, generator, communication and charging readied. Motion calibration passed. 2d and 3d images were successful. Power conversion passed bench testing. Power conversion enclosure was installed into a test system. The system booted and readied multiple times without issue. 2d and 3d images were successful and motion calibration passed. No function problem found while under test. The hardware investigation found that the reported event was related to a hardware issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: a manufacturing representative went out to the site to preform a system check out. They found multiple issues with the system with various different symptoms. Ended up replacing the power enclosure/system power tray, the motion interface board, all 3 motion co ntrollers, the pendant, and right bubble cover. System finally booted up correctly without any issues. Performed system checkout. Oarm is operational. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used outside of procedure. It was reported that the system was getting stuck in "initializing please wait". It was the first line, for motion, that was not initializing. Multiple reboots were attempted and the umbilical cable was reseated. There was no patient present.

Manufacturer narrative:
Device name has been updated with the full brand name. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction. User facility should not be checked in report source. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3) the pendant was returned for analysis. Functional testing determined that the pendant was malfunctioning contributing to the reported event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.